Event description:
The complainant reported that under fluoroscopy, and without the aid of a scope, the physician was performing the therapeutic procedure of placing j-tube into the button of an enteral feeding device that had been placed at a fistula in the pt. The physician advanced the j-tube to the stomach through the button, and then advanced the j-tube with the aid of the guidewire to the pt's duodena. The physician reported that little bit of restriction was felt when inserting the guidewire, but he continued inserting it. The pt suddenly vomited a bit of blood, but the dr continued advancing the guidewire, though he stated that he thought that there was something strange. Eventually, the dr removed the guidewire because it couldn't be advanced properly and because the pt's vomiting of the blood continued. Upon removal, the tip of the guidewire was found to be damaged with the coil loosened and the core wire exposed. The dr determined that the pt's vomiting of blood was as a result of a puncture. He repaired the puncture and stopped the bleeding, and the pt's condition remained stable.